Event description:
Report received of a tubing separation. Reportedly, while the nurse was pushing an unspecified chemotherapy solution through the y-site, the tubing separated at the distal end of the y-site. There was no skin contact with either the patient or the nurse. The nurse reported that a waterproof barrier was placed below the y-site and the nurse handling the chemotherapy was wearing gloves. The tubing was discarded. There was no reported adverse patient event. Though requested, there was no further information available.